Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system generated two false positive troponin I (access accutni) results on two different patients on two days. Customer reported that the erroneous results were not reported out of the laboratory. Customer reported that the lab¿s protocol dictated that positive results, above a cutoff of 0.5 ng/ml, were immediately repeated before reporting, so no changes in patient treatment resulted. Customer reported that the samples were collected in lithium heparin non-gel tubes, and would have been centrifuged at 3400 rpm for 10 minutes. Customer reported that the samples were aliquoted into 1ml sample cup inserts and ran on the instrument. Customer reported that no remarkable sample integrity or appearance issues were noted with either samples. Customer reported that quality control (qc) had been within specified ranges on the days in question. Customer reported that access accutni reagent pack, 100 determinations, 2 x 50 tests reagent lot 115633, calibrated on (B)(6) 2012 with calibrator lot 116459, was in use at the time the erroneous results were generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the incubator belt because the belt was making noise. The fse replaced the worn pipettor tip. The fse performed system validation and documented the validation in the customer qc record.

Manufacturer narrative:
This report is one of two reports related to two reportable events that occurred on two different days. This report is related to MDR#2122870-2012-00934.